Manufacturer narrative:
Reliability analysis inspected 6 opened and used enlite sensors. Reliability analysis performed visual inspection and found that 1 of the 6 sensors had a cannula that was retracted on the other side of the sensor base. Reliability analysis also found a broken cannula with broken parts inside the tubing and was unable to confirm that the customer received the sensor in the condition they claimed due to customer returning an open and used sensor. The bicarbonate buffer test was performed on the remaining 5 sensors. All 5 sensors passed per specifications with accurate readings. The adhesive anomaly was unable to be confirmed due to sensor being opened and used when returned. The needle complaint was unable to be confirmed due to customer not returning an insertion needle and only returning the sensor by itself.

Event description:
Customer reported via phone call lost sensor alarm. Customer's blood glucose level was 169 mg/dl. Troubleshooting for lost sensor was performed. Customer advised they received the lost sensor alert with multiple sensors. Customer advised the insulin pump was not communicating with the transmitter. Customer advised the last two sensors would not stick to their body properly and that the wire was bent. Customer advised the alarm occurred during the initialization period. Customer advised that the sensor cannula was kinked and bent. Customer advised that they had five sensors that were bent and two out of the five would not properly stick to the body. Customer was advised to discontinue use of the sensors and revert to a backup plan. Customer was advised that the sensors would be replaced and agreed to return the product for analysis.